Event description:
On recent routine surveilance pacemaker was found to not be sensing properly. Lead known to be high surveillance lead. Pt returned to surgery, old lead capped and left implanted. Replaced.